Manufacturer narrative:
H10: additional manufacturer narrative:the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through investigation that a patient with a 27mm 11400m mitral valve underwent a valve-in-valve procedure after an implant duration of 2 years and 7 months due to severe stenosis. The patient was presented with shortness of breath. The device used was a 29mm sapien resilia valve. According to the medical records, after tmvr was performed on (B)(6) 2025 with ECMO. Postoperatively, the patient also had complications such atrial fibrillation, gib, renal infarct and pancreatic necrosis. The patient continued to deteriorate and was later learned that the patient expired on pod#27.

Manufacturer narrative:
H11: this event was found to be a duplicate report. Please refer to variance report for investigation associated with this event.